Event description:
A report was received that the patient was not receiving adequate relief. Database analysis of the lead confirmed high impedances on actively used electrodes. The patient underwent a revision wherein the leads were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50 serial #:(B)(4), description:linear st lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.